Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy and declined to further troubleshoot with tandem technical support.